Manufacturer narrative:
A field service engineer was dispatched on (B)(4) 2016. The fse arrived at site and found the adjustment to the sample needle to the sample off and also saw that the needle was bent. The fse used the supplied service cd and replaced the needle with a new one and also performed sampler adjustments. To verify, the fse ran a few patients which passed and ran controls which were well in range. No further action is required by field service. The g8 analyzer was functioning as intended with all issues cleared. No further action required by field service. The most probable cause of the reported event sample block needle to be adjusted. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported z axis errors with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.